Manufacturer narrative:
(B)(4). The dialyzer was discarded and not available for technical investigation. A batch review was conducted and there were no deviations found during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A leakage was detected at the top of a revaclear 300 dialyzer during therapy reportedly due to ¿bad welding¿. The blood was returned to the patient and the circuit was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.